Manufacturer narrative:
On (B)(4) 2019 haemonetics was made aware of a failed interconnect pcb on a nexsys plasma collection system. The technician found that the interconnect pcb was causing the device to fail the power on self test (post) protocol, displaying numerous error messages. Through troubleshooting the technician discovered that the issue was resolved by replacing the interconnect pcb. The technician ordered a replacement interconnect pcb to be sent for resolution. The technician has returned the faulty interconnect pcb to haemonetics for further evaluation. The replacement pcb will be installed by the technician who will perform all calibrations necessary to ensure that the nexsys pcs device meets all manufacturer specifications prior to being returned to service. The defective interconnect pcb was returned and evaluated on 08/20/2019, it was discovered that one of the connectors on the pcb (j20) was damaged due to the thermal decomposition of a subcomponent on the board. This failure occurred during diagnostic testing on the device, there was no donor involved. No injuries were reported as a result of the thermal decomposition observed and there was no evidence of electrical fire. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2019 (B)(6) notified haemonetics of an issue with a nexsys device which had failed the power on self test (post) protocol displaying numerous error codes. The technician evaluated the device and determined that replacing the interconnect pcb resolved the issue. The technician ordered a replacement interconnect pcb, and returned the faulty board to haemonetics for further evaluation. Haemonetics evaluated the defective interconnect pcb on 8/20/2019 and found evidence of thermal decomposition present on the pcb. The j20 connector on the board appeared to be burnt due to a failed subcomponent overheating on the board. There was no donor or patient involvement at the time of this failure. There were no injuries reported. No reports of electrical fire.